Event description:
During a remote follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.